Event description:
It was reported that during an unk case, two devices tore at the seal. Used another like device to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.